Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure that patient experienced asystole and cracked ribs during cardiopulmonary resuscitation (CPR). It was further noted that during the avj ablation, after the av node was burned, the patient went asystolic as the right ventricular (rv) left bundle branch (lbb) lead exhibited non capture, despite the catheter not being in contact with the lead. The lbb lead is believed to have stopped capturing because the lesion reached and damaged the tissue where the lead was in contact. It was further noted that the lbb lead exhibited rising thresholds. The lbb was repositioned, reprogrammed and remains in use. No further patient complications have been reported as a result of this event.